Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and chronic low back pain. The date of the event was unknown. It was reported the pump was alarming. The pump had not been filled in two years. It became ¿impossible¿ to find someone to fill her pump. The pump had been beeping for at least a year and a half. The beeping gets extremely insistent then backs off. There was no medication in the pump when it started alarming. No symptoms were reported. The patient did not have a managing physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient followed up with the physician. The pump battery was dead. The alarm was silenced. The patient did not think they were going to have it replaced as it was costly.